Event description:
It has been reported to philips that the system cannot make exposure. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic procedure (general surgery) and the procedure was complete as planned. The philips field service engineer (fse) inspected the system on-site and confirmed that the system cannot make exposure. Upon functional testing, the fse found that the collimator was failed. The fse replaced the collimator. After replacement of collimator, the system was returned to use in good working order.